Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with symptoms of dizziness and a wrist pulse rate of 30. The electrocardiogram showed a rate of 70 beats per minute. Upon technical services (ts) review, this patient's premature ventricular contractions (pvc) were not perfusing their body, causing lightheadedness. The ventricle was in refractory period at the time of pacing after the pvcs and could not capture. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to therapy upgrade/downgrade.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with symptoms of dizziness and a wrist pulse rate of 30. The electrocardiogram showed a rate of 70 beats per minute. Upon technical services (ts) review, this patients premature ventricular contractions (pvc) were not perfusing their body, causing lightheadedness. The ventricle was in refractory period at the time of pacing after the pvcs and could not capture. This pacemaker remains in service. No adverse patient effects were reported.